Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley, but the wire was not exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy surgical procedure, the conductor wire of the fenestrated bipolar forceps instrument was frayed. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: frayed cable was observed with the conductor wire. No loss of cautery was associated with the damaged cable. No signs of thermal damage at the site of insulation damage was observed. The damage did not result in a fragment falling inside of the patient¿s anatomy.